Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip of the balloon was cut. The catheter was found kinked and a cut was noted near its proximal end. Functional analysis could not be performed due to the condition of the device. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was able to be inflated without any issues. However, the balloon could not be deflated completely, so the device could not be removed from the endoscope. The physician deflated the balloon by cutting the catheter and removing the saline and the device was straightened and was able to be removed from the patient through the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was able to be inflated without any issues. However, the balloon could not be deflated completely, so the device could not be removed from the endoscope. The physician deflated the balloon by cutting the catheter and removing the saline and the device was straightened and was able to be removed from the patient through the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.